Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the bottom case seal missing/damaged and visible contamination by the ?l? Bracket pole clamp. During analysis, the reported problem was duplicated during the powerup process. Error was also found recorded in the event history log. It was reported that contamination/foreign material was found in main board as a result of fluid ingression and this was the cause of the reported issue. Service replaced the main printed circuit (pc) board. Also performed power up process and all the functional tests passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during testing, a smiths medical medfusion pump exhibited force sensor alarm. No patient was involved in this event. No adverse effects were reported.